Manufacturer narrative:
(B)(4).

Event description:
It was reported that "male patient with a central venous catheter has an external lumen leak". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn# (B)(4). Section h.6.-adverse event problem codes updated to reflect additional information received. Health effect - clinical code: 4582. Health effect - impact code: 2199, 4642.

Event description:
It was reported that "male patient with a central venous catheter has an external lumen leak".

Event description:
It was reported that "male patient with a central venous catheter has an external lumen leak".

Manufacturer narrative:
(B)(4). Additional information received 11-aug-2024 indicates "there was no harm to the patient associated with the use". The catheter was replaced. It was also reported that the patient was "deceased - related to the underlying condition". The customer returned one, two-lumen cvc for analysis. Signs of use were observed on and within the catheter. Visual analysis did not reveal any defects or anomalies with the returned device. The catheter body length from the juncture hub to the distal tip measured 2 1/8", which is within the specification limits of 1 25/32"-2 3/16" per catheter product drawing. The catheter body outer diameter measured 0.055", which is within the specification limits of 0.054"-0.058" per catheter extrusion product drawing. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to both extension lines and flushed. No leaks or blockages were observed when flushing either lumen. Both lumens flushed as intended. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to a lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter, which indicates no inter lumen crossover was observed. Based on this testing, the customer issue could not be reproduced with the returned sample. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leaking catheter body was not confirmed through complaint investigation of the returned sample. Both lumens passed functional leak testing performed per iso 10555-1 and no evidence of leakage , backflow, or inter lumen crossover was observed with any of the lumens. Based on the customer report and the testing of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.